Event description:
Healthcare professional reported "capsular contracture, increasingly tight with implant superiorly displaced, breast deformity, and tender to touch" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
The baker grade, is unspecified for the reported capsular contracture. The device was explanted.

Manufacturer narrative:
A visual analysis of the returned device identified, weight to spec and crease flat. Cloudy in the gel observed, after autoclave cycle. Base on the device analysis, the final assessment is: there were no issues found related with the manufacturing process.